Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with leakage. It was stated ¿on the third infusion day, the nurse found liquid leaked from the middle of extension tubing during use. No blood or liquid medicine exposure to mucous membranes.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a sample and a photo were received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Microscopic investigation of the extension tubing revealed a small wound that is consistent with damage sustained by use of the slide clamp. A clamp test was conducted 30 times but yielded no abnormalities. The batch record also was reviewed, no related abnormalities were found. Investigation conclusion: the root cause cannot be finalized because our investigators were unable to duplicate the observed failure mode.